Event description:
Pt. Admitted to have plates and screws removed from ankle which was red, inflamed, and infected. Original surgery occurred a few months ago. At that time pt. Was status-post CABG and avr (aortic valve replacement). Pt. Had a fever, and chills on day prior to fall, which necessitated original surgery. Pt. Had a sterile wound infection, and blood culture with gram positive cocci. Pt. Had received several days of antibiotics prior to or. Ankle infected and instrumentation had to be removed.